Manufacturer narrative:
Software updated. This report is being submitted more than 30 days after the become aware date due to a retrospective review under CAPA (B)(4).

Event description:
The customer reports configuration problems with patient stations. The device was not in clinical use and no patient or user was harmed at the time the issue was discovered. No patient involvement.